Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles in the tubing. The customer¿s blood glucose was 247 mg/dl at the time of the incident. The approximate size of the bubbles was 1/8 of an inch. The customer was advised to tap reservoir to gather small bubbles into the large one and then slowly pushed on the plunger of reservoir of reservoir to remove air bubbles. The customer reported that the air bubbles were not removed successfully. The reservoir will not be returned for analysis.